Event description:
Asr revision recommended. Asr xl acetabular system (right); reason(s) for revision: component loosening. Update: reason for revision and revision date from crawfords, received (B)(6) 2012.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers this case closed to CAPA.

Event description:
&#901;w etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - asr revision recommended. Asr xl acetabular system (right); reason(s) for revision: component loosening - acetabular cup. Update: reason for revision and revision date from (B)(6), received 10 feb 2012. Nb. Unable to determine which part of device became loose, additional product codes comprising xl system are also unavailable. Update: amended original surgery date and added products. Received: november 13th 2012. This is a bi-lateral patient, awaiting further details from australia regarding products. Right primary performed: (B)(6) 2006. Right revision surgery: (B)(6) 2011. Acetabular component loosening. Left primary performed: (B)(6) 2006. Left revision surgery performed: (B)(6) 2012. Reason to be confirmed. Update: added reason for revision for left side. Received: december 18th 2012. Reason(s) for revision for left side: pain. Update 15 august 2014 (left) - (B)(6) alert received. Added alval / soft tissue reaction to reason(s) for revision. Updated doi to (B)(6) 2007 and dor to (B)(6) 2012.